Event description:
Client stated that the left hand castor fork came away from frame causing him to fall out of the chair. Chair repaired by approved repairer- one of the bolts holding the fork had snapped. Client foot propels so his weight is biased towards the front of the chair. May be a factor but no evidence to say one way or another.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged malfunction occured in (B)(6).